Event description:
It was reported that the patient had an allergic reaction following a pump implant. The report indicated that the first few days after implant everything was fine. Then the pump site started to swell and after a few more days the site opened up, started draining and became infected. The pump was explanted. It was also reported that the patient was allergic to latex and reacted to almost everything. The report further indicated that the relief from spasms was "truly amazing". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
All previously reported patient and device codes are being updated for this event. Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported that the patient no longer had their pump. The patient was unable to keep ¿medpump¿ as the patient reacted and wound up getting the pump removed. The patient ¿got (B)(6) and such¿.